Event description:
It was reported that while deploying first anchor, the 2nd anchor came out of the insertor. No patient injuries reported.

Manufacturer narrative:
One fast fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needle or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. The insertion needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Event description updated.

Event description:
It was reported that while deploying first anchor, the 2nd anchor came out of the insertor. There was a backup device available to complete the procedure with no significant delay. Ts were removed from the patient. No patient injuries reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.